Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working properly two weeks prior to the procedure. During diagnostic testing identified a fluid leak from a small hole in the cuff. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon with no clinical consequences to the patient.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working properly two weeks prior to the procedure. During diagnostic testing identified a fluid leak from a small hole in the cuff. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation of a fluid leak from a small hole in the cuff was confirmed through visual inspection during analysis. Technical analysis: the cuff, balloon, and pump was returned for analysis to our post market quality assurance laboratory. Visual examination of the cuff identified scaling on the cuff backing, and a pinhole in the cuff shell resulting in fluid loss at a wear at a fold. The pump and balloon were visually inspected and functionally tested an performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.